Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated and provided in b5 section of this report.

Event description:
It was reported that customer was hospitalized for high blood glucose on (B)(6) 2021 at 15:00. Blood glucose at the time was incident was 240 mg/dl. Customer also reported diabetic ketoacidosis, and urinary tract infection. She was confused, feeling sick/unwell, had a headache, was tired, weak, and had altered vision, and suffered through extremity pain, cramps. Customer also mentioned that she noticed low blood glucose values during the nights like in the 60mg/dl after a car accident on (B)(6) 2021. Insulin pump was used at the time of the incident. Customer's auto mode was not in used. Sensor was not used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to urinary track infection and diabetic ketoacidosis on (B)(6) 2021, with blood glucose of 240 mg/dl. Customer had low blood glucose of 60mg/dl. Customer was in emergency room. The customer was treated with intravenous drip. Customer does also told that she meet with car accident after that only she experience low blood glucose on night. Customer had symptoms related to the event was confusion, feeling sick, unwell, headache, tired, weak, altered vision, vision changes, extremity pain, cramps. Customers last blood glucose reading was 146 mg/dl. The insulin pump will not be returned for analysis.